Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT scan performed on (B)(6) 2012 found the implant on left on wrong position.") In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("the patient was allergic to cobalt, titanium, silver and tin.") And was found to have computerised tomogram abnormal ("CT scan performed on (B)(6) 2017 found one implant on right para-medium."). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, computerised tomogram abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, computerised tomogram abnormal and device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 7-feb-2019: the case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, this case was identified as a duplicate of case (B)(4) all case information from (B)(4) has been transferred to (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT scan performed on (B)(6) 2012 found the implant on left on wrong position.") In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("the patient was allergic to cobalt, titanium, silver and tin.") And was found to have computerised tomogram abnormal ("CT scan performed on (B)(6) 2017 found one implant on right para-medium."). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, computerised tomogram abnormal and allergy to metals outcome was unknown. The reporter considered allergy to metals, computerised tomogram abnormal and device dislocation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.